Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging the patient's blood glucose on an unknown date was 403 mg/dl with blurred vision, nausea, symptoms of dehydration, and unspecified ketones. An intermittent power issue was reported. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. This complaint is being reported because a device issue could not be ruled out as a contributing factor for the reported health event.

Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on (B)(6) 2016 with the following findings: the complaint could not be investigated due to an unrelated keypad response issue. Data relevant to the alleged event was overwritten due to extended pump use. The returned battery cap was able to secure properly to the pump; no intermittent power issue was experienced. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).